Event description:
It was reported that the balloon ruptured. During treatment for chronic total occlusion, two 2.50 x 15 mm emerge balloons were advanced into a microcatheter in attempts to trap the microcatheter. Both balloons burst after the first inflation and were removed. The procedure was completed with another balloon and no patient complications occurred.

Event description:
It was reported that the balloon ruptured. During treatment for chronic total occlusion, two 2.50 x 15 mm emerge balloons were advanced into a microcatheter in attempts to trap the microcatheter. Both balloons burst after the first inflation and were removed. The procedure was completed with another balloon and no patient complications occurred. It was further reported that the emerge balloons were inflated at 16atm.